Manufacturer narrative:
Section b5: additional information. The risk manager reported that the procedure was discussed with the surgeon who confirmed that the [davinci] robot did not cause or contribute to the patient injury event. No additional information will be provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Review of the system logs found no relevant errors occurred during the procedure. Log review of the 4 subsequent procedures performed on the system found no errors occurred that would have likely contributed to the reported event. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformance"s were identified to be related to this event. The following concomitant products were used during this procedure: 30 degree endoscope plus, vessel sealer extend, permanent cautery hook, force bipolar, mega suturecut needle driver. A site history review found no complaints were made for the instruments used during this procedure. An intuitive medical safety officer (mso) reviewed this event and concluded that the iliac vein was injured during a hysterectomy and sacral colpopexy. How the vessel was injured was not provided. The patient was transferred to another hospital on the same day with a vascular injury that resulted in a compromised bowel. The patient ultimately expired. The details of how the vessel was injured, the findings at the subsequent procedures, and the ultimate cause of death were not provided. Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that during a da vinci assisted benign hysterectomy and sacral colpopexy procedure, the iliac vein was injured and bled. Information regarding the nature of the injury and the interventions performed was not provided. The patient was transferred to an affiliated higher care level facility on the same day of the procedure and was admitted to the acute care surgery team. The head surgeon of the team stated that the patient was received with a vascular injury that resulted in a compromised bowel. The patient underwent two additional unspecified surgical procedures; however, ultimately expired from complications. Additional information was requested, but has not been provided.